Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, after positioning the lead, the lead exhibited noise. The lead was not used and replaced. The procedure was completed without any adverse consequences to the patient and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.